Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6)2024, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-sep-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-05 mpxr (B)(6) (rep, hcp): information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (not currently available (may require follow-up) at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that they did not want analysis on the catheter or the pump. The catheter was not patent after six attempts during catheter port procedure. However, they did not know why new full functioning system was put in. The patient lost therapy but was not back to complete baseline. There were no known environmental/external/patient factors that may have led or contributed to the issue. A catheter access port was performed but it was negative. Action: surgical intervention to revise the catheter and 40 ml pump was replaced.  The old catheter was tied off and new 8781 was put into intrathecal space. The patient started on new 500 g per day starting dose after consulting with their healthcare provider (hcp). The patient weight and medical history were asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that there was no evidence indicating what was wrong with the catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that the cause of the patient loss of therapy was not determined. The whole system was replaced since the hcp believes it needed to be replaced within one or two years, so they elected to replaced it while doing the procedure. The cause of the catheter not being patent was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.